Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified distal left anterior descending artery. A 2.75 x 33 mm xience xpedition stent delivery system (sds) was being advanced to the lesion when the proximal shaft separated. The procedure was completed with another 2.75 x 33 mm xience xpedition sds. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.